Manufacturer narrative:
Investigation outcome: it was reported that ventilator enters safe ventilation (safety mode) and alarms with the following high prio alarms: 385002, 346041, 346054, 346040. No patient involvement. The most probable root cause was a communication problem on the i2c bus of the esm, between ic1 and ic16 on scl0, led to this issue. Exchanging the esm board was recommended. However, no feedback was received, if exchanging the esm board has solved the reported issue. Hamilton medical ag has requested further information. However, no further information was received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
The following was reported to hamilton medical ag: "ventilator enters safe ventilation (safety mode) and alarms with the following high prio alarms : 385002, 346041,346054,346040." No patient involvement. A first assessment by hamilton medical ag showed that according to the log files, the failure occurred during ventilation. However, the case has not been fully reviewed yet by hamilton medical ag. So far no relation to the device has been established.